Manufacturer narrative:
This complaint will be updated once investigation is complete. Trend will be evaluated.

Event description:
Allegedly, patient revised due to instability, doctor revised the cup to a zimmer dual mobility.